Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for erroneous results and oil gel globules. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results oil gel globules. The following information was provided by the initial reporter. The customer stated: "creatine, urea values were abnormal when they had done first time. When they rerun the sample values were normal. Customer ruled out instrument and instrument reagents only initial result was incorrect, suspecting possible gel issue contributing to erroneous results."